Event description:
User stated they did maintenance and when they turned the level to empty the water bath, a lot of water drained onto the floor and spilled out the front of the analyzer. The water was not in a walkway. No one slipped or was hurt cleaning up the spill. No pts were involved. The field service representative determined the drain cock was broken and ordered a replacement. On follow up visit, another field service representative noted the reaction drain pipe assembly was worn and replaced it.